Event description:
Routine complaint investigation when a consumer reported receiving high readings on their precision xtra meter. Further information revealed that patient was not using a meter calibrated for the strips in use. The combination of this meter with the strips could result in readings that would produce clinically significant results. No death, serious injury or medical intervention was reported.